Event description:
It was reported that the pump battery couldn¿t be charged. The customer experienced an elevated blood glucose (bg) level of 545 mg/dl. Bg was addressed via manual insulin injection. Customer reverted to an alternate method for insulin therapy.